Event description:
The facility reported a pump with failure code 812:02. It is unknown when this occurred. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 08, 2007. Evaluation summary:failure code 812:02 was confirmed. Inspection of the device found that this failure code was caused by a faulty pump head module. The pump head module was replaced.